Manufacturer narrative:
(B)(4). Initial report sent to the FDA on 08/19/2015

Event description:
Procedure: thoraco/wedge/segmental resection according to the procedure: the knife could not be advanced in the middle of firing. The tissue was adaptive thickness for the device. The stapler still cut the tissue. The incomplete staple line was resected and re-staple with another device. There was no further incident. Last known patient status: good. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No reinforcement material was used.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one endo gia¿ ultra universal single use short stapler (12mm short) and one endo gia¿ black articulating reload with tri-staple¿ technology for use only with a 15mm cannula (60 mm extra thick) both opened by the account. Visual examination of the reload noted that it was pre-fired and engaged in interlock with the jaws open. During functional testing, the reload was loaded into a post market vigilance instrument. The interlock was overridden and the reload was applied to test media, and found to function properly. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Functionally, the instrument was loaded with post market vigilance representative straight and roticulator¿ loading units. The instrument successfully, clamped, cycled fully, opened and unloaded repeatedly without difficulty. A review of the reload device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. A review of the instrument device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.